Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Bg cause was not known. Customer consumed candies to address bg. Customer disconnected from call as they were driving. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.